Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was very slow to login. The technical support specialist (tss) identified that a network communication error caused by domain name system failure. Although the network team reported no issues, the root cause remained unclear. The tss notified leads via teams for case reassignment after the customer reported slowness on another station and requested a different specialist. The tss worked on the station and disabling wireless on both. After reviewing resources, the tss applied changes to use the fully qualified domain name and attempted login with the provided domain password but received an error. Assistance was requested from a product support engineer, and the changes were successfully applied with the support engineer. Finally, the tss confirmed that the pharmacist logged into the station without experiencing slowness, and the issue was considered resolved. The system functioned as intended after the technical support specialist investigated the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es device was very slow to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.